Manufacturer narrative:
On february 19, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample a crease was noted in the anterior view. Within crease a tear was noted, measuring approximately 0.1 cm, also an area of missing material was noted in the anterior and extending to the posterior view, measuring approximately 1.5 cm x 1.0 cm. Microscopic examination was performed and the cause of the area of missing material could not be identified. The evaluation determined that the tear is consistent with a crease fold rupture. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware of the following updated information: event date: (B)(6)2019. Explantation date: (B)(6)2020. In addition, the initial reporter provided the proper spelling of their last name, which has been entered in section e1. On 02/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 325cc, catalog# 3501650, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.